Event description:
Material no. 367986 batch no. 9030859. It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the tube gel looks like it has mold growing. The following information was provided by the initial reporter: tube gel looks like has mold growing only seen 1 tube with this issue. Customer states that there was only 1 tube in the remaining case of sst tubes with mold in the gel. The other tubes appear normal, and they are using them with no problems.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign material with the incident lot was observed. Additionally, evaluation of the customer samples was performed and a small piece of cardboard was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367986, batch no. 9030859. It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the tube gel looks like it has mold growing. The following information was provided by the initial reporter: tube gel looks like has mold growing only seen 1 tube with this issue. Customer states that there was only 1 tube in the remaining case of sst tubes with mold in the gel. The other tubes appear normal, and they are using them with no problems.